Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that a patient death and acute stent thrombosis occurred. Vascular access was obtained via the radial artery. A percutaneous transluminal coronary angioplasty was performed on an 80% stenosed, 32mm x 2.75mm, mildly tortuous left anterior descending artery (lad) and an 80% stenosed, 20mm x 2.25mm, mildly tortuous diagonal artery . A 32 x 2.75 promus elite stent was implanted in the lad and a 20 x 2.25 promus elite stent was implanted in the diagonal. The procedure was completed. However, the patient expired 72 hours after the procedure. It was noted that the probable cause of death was due to acute stent thrombosis.